Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/20/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness, inflammation, painful, infection, swollen and raised, and warm to touch, extended beyond the patch perimeter, which occurred 5 days after the sensor had been inserted in the arm. The patient stated that the skin reaction extended to the inner and outer biceps area. Photos of the skin reaction in the complaint record were reviewed. The photos show a swollen insertion site that has erythema extended beyond the sensor adhesive. The patient went to the emergency room and the skin reaction was treated with an unspecified oral antibiotic. At the time of the report, the patient was fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.